Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose of 600 mg/dl with polyuria and small ketones. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. Reportedly, the patient resumed with the same insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that a rewind, load and prime steps were not completed after a cartridge change. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in not completing the prime sequence properly.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.